Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, leakage was confirmed. The customer reported that after the leak was found, the tube was reinforced with a film dressing material and prevented from leaking and they continued using the it. There was no patient injury.

Manufacturer narrative:
Evaluation summary: returned for evaluation were the two device assemblies and adaptor in a sample bag without their original unit pack. Visual examination of the returned unit shows the 8.0mm endo connectors were not returned. Further examination also shows some clamp like markings on the device sleeves. There is no evidence of sticky tape on the returned unit. The returned unit was immersed in water and a leak test was carried out. This confirms that there is no leakage on the returned device assembly. The reported defect could not be detected on the returned sample. All of our device accessories undergo a 1st piece inspection, online roving checks and box checks prior to release and it is at these stages of the process that any defects are removed from the lot. A leak test is also carried out as part of the 1st piece inspection. We would like to draw your attention to our instructions for use(IFU) where the following is stated ¿seat connectors firmly in both the endobronchial tube and the adapter on the ventilator equipment to prevent disconnection during use. Ordinarily, the security of the connection is increased by twisting the two elements together. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.